Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent "l3-s: pps s2: posterior spinal fusion" due to lumbar degenerative spondylolisthesis. During surgery, when the surgeon tried to place a screw provisionally, shaft of extender and shaft of a screw were misaligned. So it was spinning and making some noise inside. Consequently, the thread of the set screw was damaged. Right s1 set screw idled with a sound during tightening. The set screw was inserted in misalignment with the extender and it probably caused the event. Metal fragment(s) was generated and disposed at the hospital. No fragments of the products remained inside the patient. Also, sl sequential reducer made some noise and was broken during placing a rod. Inner sleeve and outer sleeve got separated during pushing down a rod. The reducer was replaced with other. The sequential reducer came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.